Event description:
It was reported that the cocking levers on the holster will not lock into place. There was no patient consequence reported. The case was completed by manually inserting the probe into the breast. The holster was returned for repair.

Manufacturer narrative:
H3. Evaluation summary: the analysis results found that the holster firing assembly will not cock properly because the cocking lever is bent. The site replaced the firing assembly to correct the customer complaint. The holster was functionally tested and found to operate properly.